Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2023, the patient experienced confusion, blacking out, and nausea. The cgm was reading 300 mg/dl and the blood glucose reading was 38 mg/dl. The patient received IV treatment from the emergency room (ER) recovered after treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. No additional patient or event information is available.